Event description:
The customer reported that the energy selected was not the same as the energy displayed.

Manufacturer narrative:
The customer reported that the energy selected was not the same as the energy displayed. The device was evaluated at philips, and the symptom was verified. The therapy knob was replaced to resolve the issue.